Event description:
The customer alleged that the vacuum system was "smoking". There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site: the fse replaced the vacuum pump oil and mist filter. The fse fully function tested the vacuum system and all passed. System meets manufacturing specifications.